Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during an attempted implant, upon initial interrogation, the remaining battery longevity was not available, possibly due to cold temperature. The physician rubbed the device, so that the device became warm and re-interrogated. The physician inserted the leads and again interrogated the device, all indicating different battery voltages. The physician elected to remove the device and implanted a new device. No patient complications have been reported as a result of this event.